Manufacturer narrative:
Additional manufacturer narrative - there are several potential causes for prosthetic valve stenosis and may be a manifestation of structural valve deterioration such as calcification and/or non structural valve dysfunction such as pannus growth. Many factors can contribute to the onset and propagation of bioprosthetic stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. However, it is likely that this patient medical history and disease stage may have played an important role in the event. No further action is required at this time.

Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted due to stenosis and calcification after an implant duration of approximately 5.5 years. The subject valve was not made available for return to manufacturer, patient is reported as stable post intervention.